Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The device mfg date is unknown. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that her adc freestyle libre sensor fell off less than a day of wear. The customer further reported not being able to monitor her blood glucose and consequently experienced symptoms described as ¿double vision, dizzy, very thirsty, and frequent urination¿. The customer self-present at the ER where a blood glucose reading of 226 mg/dl was obtained and a chest x-ray was performed. The customer was diagnosed with diabetic ketoacidosis (dka) and hospitalized for an unspecified time, and received insulin injection (dose unknown) as treatment. No further treatment information was reported. There was no report of death or permanent impairment associated with this event.